Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the customer had two insulin pumps affected by the recall and stopped using the last pump. The customer stated they lost a foot over it and was in the hospital. No further details reported. The insulin pump will not be returned for analysis.